Event description:
A patient reported experiencing inaccurate high results with a one touch basic enhanced meter. The patient's blood glucose results were 168 mg/dl on their meter and 124 mg/dl on the lab. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. The check strip test and the control solution test, both passed on the meter.